Event description:
It was reported that there was a hole in the back of the packaging of sixty-one (61) minicaps. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.